Event description:
It was reported that a large scratch was visible on the intraocular lens (iol) optic post implantation. Another iol was implanted in the same procedure. No interventions were reported and no further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided per country's personal data privacy legislation/policy. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.